Event description:
It was reported that the patient with this device experienced infection. The patient was treated with IV antibiotics. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).